Event description:
It was reported via repair work order that the brakes were not engaging due to a broken caster. However, the brakes were still holding on the other casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.